Manufacturer narrative:
The date of this submission is 06-may-2014. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 03-mar-2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, years ago, the consumer started using reach access daily flosser for dental cleaning (route: dental; frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the heads of the flossers snapped off. There was no adverse event in the report. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states. Additional information was received on 16-apr-2014. The lot number was not available for the reported product. A review of the complaint data revealed no unfavorable trends. Based on the information available, this device was used as intended for treatment. The complaint was closed with a disposition of undetermined. Complaint trends will continue to be monitored. This report remains a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(4) 2014 from a consumer (age and gender unspecified) reporting on self from the united states. On an unspecified date, years ago, the consumer started using reach access daily flosser for dental cleaning (route: dental; frequency, lot number and expiration date unspecified). After an unspecified duration, the consumer noticed that the heads of the flossers snapped off. There was no adverse event in the report. Action taken with the device was unknown. This report was considered a reportable malfunction case in the united states.

Manufacturer narrative:
This closes out this report unless other additional significant information is received.